Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis event and hyperglycemia event.the blood glucose value was 527 mg/dl at the time of the event. The patient was in emergency room (ER) for three days. No further information available.